Event description:
A product liability claim was raised. It was reported that the patient was implanted a cls stem 145 9.0 12 14 on an unknown date. Currently, the patient is being monitored due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Still implanted.